Event description:
Device malfunction: stent fracture. Time of malfunction: post carotid procedure. Symptoms/ae: none. It was reported that during a routine follow up, blood flow was found to have decreased and speed had increased. The patient was asymptomatic, but the physician suspected that the stent was broken. There were no patient adverse effects reported. No additional information available.

Manufacturer narrative:
.